Event description:
(B)(6): rep stated patient is having issues w/ a buttock implant and will be relocated to the flank. This is either a restore or restore adv (larger battery) and is a fairly smaller gentleman. Caller reports due to hippa, she does not have pt name at this point. (B)(6) 2012 from rep: we did a battery site revision today, moved the battery up more into the flank. Patient seems to be happy with relocation.

Manufacturer narrative:
(B)(4).